Event description:
It was reported that during a sling procedure, the doctor perforated the patient's bladder. The patient was sent home where urine backed up into the abdomen. The patient returned to the doctor who placed a foley catheter to allow the bladder to self-seal. No further complications were reported.